Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the silicon ring of the gasket fell into the pt. The gasket was retrieved from the pt. A new device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Visual inspections & results: desufflation lever condition, outer gasket condition, and sleeve condition, conforming; inner gasket condition, nonconforming; and stopcock condition, open. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the visual inspection it was confirmed that the inner gasket had separated from the sleeve. The inner gasket was received. No conclusion could be reached why the inner gasket became dislodged. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.